Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called with low flow and low speed operation alarms, while connected to the power module. During his clinic visit, speed drops, how flow and low speed operation alarms were noted in his event history. The pt was able to reproduce the alarms when he was sitting up or when he twisted his body. While in the clinic, the pt was able to reproduce the alarms when he raised his arms above his head. All of the alarms occurred when he was on a grounded cable. X-rays were taken and a potential issue where the driveline enters the pump was noted. The pt's pump was exchanged approximately a week late due to a suspected internal driveline compromise.